Manufacturer narrative:
Sections with additional information as of 02-jul-2020: updated FDA's method, result, and conclusion codes. Meter was returned for evaluation; no defect was detected. Test strips were not returned for evaluation. Corrected sections as of 02-jul-2020: type of reportable event corrected from "malfunction" to "serious injury".

Manufacturer narrative:
Internal report reference number: (B)(4). Products were returned for evaluation and pending qc evaluation most likely underlying root cause: mlc-18: user has high glucose value. Note: manufacturer contacted customer in a follow-up call on 08-may-2020 to ensure that the customer's condition improved - able to establish contact with customer and stated condition improved. Customer did not have any diabetic symptoms. Customer reported that on (B)(6) 2020, she went to the urgent care and then transported to the hospital due to hyperglycemia. At the hospital, the customer's blood glucose test result was of 559 mg/dl - fasting and consequently admitted to the hospital. Customer was diagnosed with hyperglycemia and was administered fluids and insulin. She was discharged on (B)(6) 2020 and no new medication or health care program was suggested. Customer performed blood test using the truemetrix meter and had obtained a fasting result in the 300's.

Event description:
Consumer initially called for assistance with performing a blood test. During the call, a back to back blood test was performed by the customer non-fasting and produced test results of hi and hi using truemetrix meter. At the time of the call customer reported symptoms of increased urination, increased thirst, dry mouth and blurry vision. Customer stated that she was going to seek medical attention. The customer did not know her expected blood glucose test result range. Customer had just received the truemetrix meter and test strips on day of call and had only performed the two blood tests where hi had been obtained with the meter.